Manufacturer narrative:
The philips remote service confirmed that the device external speaker was not functioning. The customer ordered and replaced external speaker. After the device speaker replacement, the device was operational.

Event description:
The customer reported that the device does not produce an alarm voice. There was no reported adverse event to the patient or user.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that the device does not produce an alarm voice. There was no reported adverse event to the patient or user.